Event description:
Related manufacturer reference number: 2017865-2023-03122. It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up after receiving inappropriate shocks and anti tachycardia pacing. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks due to noise oversensing on the right ventricular (rv) lead. There was inhibition of cardiac therapy due to rv lead noise as well. It was noted that there was high pacing lead impedance and low high voltage impedance on the lead. Programming changes were made to the device. There were no adverse consequences to the patient.